Event description:
It was reported that the patient experienced an aching feeling 20 minutes after using the bhs unit, which was prescribed for a broken leg. The patient reported pain from using the bhs device to her doctor who provided laser treatment. She tried using the bhs unit several times after, but it became too uncomfortable. Her doctor further advised her to stop using the bhs. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. Reported complaint was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: device code updated to 3191: appropriate term/code not available. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narrative/data h3 other text : device has not been retunred.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient experienced an aching feeling 20 minutes after using the bhs unit, which was prescribed for a broken leg. The patient reported pain from using the bhs device to her doctor who provided laser treatment. She tried using the bhs unit several times after, but it became too uncomfortable. Her doctor further advised her to stop using the bhs. No known adverse event was reported. No adverse events have been reported as a result of the malfunction.